Event description:
Laparoscopic endo catch bag, surgeon using 5 mm disposable endo catch bag to retrieve excisional biopsy of abdominal mass. When removing the thin plastic material that opens and closes the bag, it broke in the abdomen. Attempted another bag, which also broke in a similar manner.